Event description:
It was reported that the customer had a bacterial infection and has been having high blood glucose readings despite treating with the insulin pump. Customer's blood glucose reading at the time of the call was 299 mg/dl. Customer also mentioned having low blood glucose reading of 50 mg/dl in the middle of the night and stated that it was normal. Customer declined troubleshooting and stated that the high may be related to the infection. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.